Event description:
It was reported that while attempting to implant a generator the surgeon was having difficulties inserting the lead pin into the generator housing. The physician reported feeling resistance and multiple attempts were made; however, the lead could not be inserted and lead impedance continued to be observed high. A second generator was used and no issues were observed. Impedance was observed to be okay. The device passed all specifications prior to distribution. The suspect device has not been received to date. No additional relevant information has been received.

Event description:
The generator was received and product analysis is underway. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No obstructions were observed in the header lead cavity or the connector blocks. The in-line cavity go gauge test passed and a bench lead fully inserted into the generator header there were no performance or any other type of adverse conditions found with the pulse generator.